Event description:
The customer reported that the multi-gas unit gave a "gas cal" error message during a case.

Manufacturer narrative:
Details of the complaint. On (B)(6) 2019, customer at (B)(6) reported the device experienced a significant drop in etco2 readings and after changing out the gas monitor (ag-920ra sn: (B)(6) ), they received a gas calibration error. Investigation summary: as the reported issue could not be reproduced at nka, the root cause could not be determined. Risk analysis was not conducted as evaluation of the unit at nka did not identify a non-conformance. Additional model information: d11 & c2: the following bsm was used in conjunction with the multi-gas unit but did not experience failure. Attempts to obtain information on the device were made, but not provided: bsm - model: mu-6701ra. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h3 device evaluated by manufacturer?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the multi-gas unit gave a "gas cal" error message during a case. The customer also reported that the unit experienced severe drop in etco2 readings. No patient harm or injury was reported. The customer would like to send the unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following bsm was used in conjunction with the multi-gas unit but did not experience failure. Attempts to obtain information on the device were made, but not provided: bsm: model: mu-6701ra, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown, device manufacturer date: ni, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the multi-gas unit gave a "gas cal" error message during a case.